Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s mother stated on (B)(6) 2020, a mild skin reaction was noticed. She phoned the doctor who prescribed an unspecified over-the-counter ointment, which seemed to be effective. No additional patient or event information is available.